Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1998, the pt began using super polident and fixodent. An unk time later, the pt experienced "zinc toxicity, hypocupremia, and extensive nerve damage resulting in symptoms that include severe pain and stinging in her hands, legs, feet and arms, numbness in hands and torso from the waist down, muscle weakness and balance problems." Use of super poligrip and fixodent was continued. At the time of reporting, the outcome of the events was unk. Medical records received 27 jan 2011: on (B)(6) 2010, the (B)(6) pt was seen by a neurologist for pain and numbness of her hands and feet that she had been experiencing for several months. The pt had been dropping things with her hands and had difficulty with gait with loss of balance. She had to hold onto furniture to make it across a dark room and was unable to maintain an upright posture. The physician noted the pt had no neuropathy risk factors, but she had asked the physician about her use of poligrip as she had heard on the news about people having similar symptoms. She was diagnosed with a large fiber sensory neuropathy with vibration impaired in both upper and lower extremities and definite evidence of proprioception difficulties with a positive romberg. At a physician visit on (B)(6) 2010, it was noted the pt had increased zinc levels with urine zinc at 4011 (normal 150 to 2000) secondary to denture cream. This case was now considered medically serious by gsk.